Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure was found in regards to the occlusion alarms. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level ranged between 160-350 mg/dl. Supply changes were performed resolving the occlusions. Reportedly, the customer continued to use the pump for insulin deliveries.